Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a recurring unexpected restart alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the alarm re-occurred after inserting a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, self test and operating currents. The insulin pump programmed the current time and date then monitored for several days. The time and date functioning properly. No program or reset anomaly and no unexpected restart alarm during test noted.